Event description:
During use the casting of the horizontal arm broke causing the articulated arm to open and the head to fall onto the patient's lap near the hip.

Manufacturer narrative:
The patient was not injured with this event.an inspection was performed by the dealer technician. Evaluation of the horizontal arm of the x-ray unit found that the bushing casting cracked at the end where the pivot shaft is inserted into the master control. When the articulated arm with the tubehead was extended for use, the crack caused the angle of the horizontal arm to drop down. This caused the articulated arm to lean forward and fall down onto the patient.the horizontial arm has been replaced.